Event description:
Same case as MFR:2134265-2015-02462. It was reported during a atrial fibrillation ablation, treatment procedure a pericardial effusion occurred. The target lesion was located in the left atrium. A dynamic tip electrode catheter and an intellamap orion catheter were selected for this pulmonary vein isolation procedure. However, at the end of the end of the procedure a pericardial effusion was noted along with low blood pressure. This was treated with a pericardial tap and fluid drainage. It was further reported that the patient did great after the pericardiocentesis and was discharged two days post procedure. No further patient complications were reported.

Manufacturer narrative:
The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an echocardiogram was ordered which revealed an pericardial effusion. The physician believes that the pe was caused by a non-bsc device.